Manufacturer narrative:
A complaint investigation was conducted for the architect c4000 serial number (B)(6) and the architect ict sample diluent. As part of troubleshooting the patient samples were rerun with the same reagent lot three times, with one run on a separate instrument, which generated acceptable results. Quality controls were within range at the time of the incident. A review of tracking and trending did not identify any trends with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified for the architect c4000 serial number (B)(6) or the architect ict sample diluent.

Event description:
The customer observed falsely depressed sodium on the architect c4000 processing module for a 39-year-old male. The following results were provided (reference range 137-147 mmol/l): sid (B)(6), initial sodium result= 103 mmol/l; repeat result (automatic)= 111 mmol/l; repeat result on same sample, sample instrument= 138 mmol/l; repeat result on another instrument (c402434)= 137 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium on the architect c4000 processing module for a 39-year-old male. The following results were provided (reference range 137-147 mmol/l): sid (B)(6), initial sodium result= 103 mmol/l; repeat result (automatic)= 111 mmol/l; repeat result on same sample, sample instrument= 138 mmol/l; repeat result on another instrument (B)(6) = 137 mmol/l no impact to patient management was reported.